Manufacturer narrative:
Patient information - unknown. Outcomes attributed to adverse event - other serious: retained foreign object. Lot number - unknown. Occupation - other; sales representative. Device manufacture date - unknown. Device evaluation - although initial information indicates that the device is available for evaluation, it had not yet been returned. No conclusions can be drawn without the opportunity to examine the complaint product. Review of device history records is not possible without lot identity. Two-year complaint history review found this to be the only report of this nature for this part number. Should the product be received, a follow-up medwatch report will be filed upon completion of investigation.

Event description:
It was reported that a procedure was performed on (B)(6), 2022, utilizing the shurfit tlif interbody cage system. During insertion of the 3d ti curved cage; 32 x 11mm 6° (72-ctb-3211), the 45 deg inserter, curved cage (c3278) broke at the tip. The broken tip was left in the cage implanted in the patient. The procedure was successfully completed utilizing another inserter readily available in the set. No delay to the procedure was reported.

Manufacturer narrative:
H3 device evaluation - the unit is a custom inserter with the intent to lock the implant in the 45 degree position for the surgeon's surgical technique. The instrument was designed to allow for the implant to be assembled on the inserter in the 45 degree position; however, it was not able to be secured down to the surgeon's preferred amount. This led to excessive and repeated tightening of the inserter in an attempt to secure the implant tighter to the instrument. This excessive tightening, coupled with the design of the inserter caused a stress riser to occur on the tip of the inserter. Under impaction this resulted in a fracture at the location of the stress riser. The surgery was completed successfully with another inserter, but a piece was left remaining. Review of device history records found one (1) piece of lot 41958ps released for distribution on 8/15/2022 with no deviation or anomalies. Two-year complaint history review (8.25.2020-8.25.2022) found this to be the only report for this part number. A design change was previously implemented to mitigate the circumstances that occurred in this event. Improvements made to the design both secures the implant down more to the surgeon's technique without the need to over-tighten as well as minimizes the risk of a stress riser. No further corrective action is warranted.

Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the shurfit tlif interbody cage system. During insertion of the 3d ti curved cage; 32 x 11mm 6° (72-ctb-3211), the 45 deg inserter, curved cage (c3278) broke at the tip. The broken tip was left in the cage implanted in the patient. The procedure was successfully completed utilizing another inserter readily available in the set. No delay to the procedure was reported.